Manufacturer narrative:
The patient will continue to be monitored closely. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was detected from this system due to a low shock impedance measurement. A boston scientific sales representative confirmed this was a single, out of range measurement suspected to be caused by noise. All other measurements have been within normal limits. No adverse patient effects were reported.